Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found there was white residue inside the suction channel, black stains inside the forceps channel, scratches on the suction channel, the control knob had play, the distal end was scratched/dented on the hold ring, the bending section rubber glue was cracked, the bending section rubber glue was lifting, the suction cylinder was scratched, the connector had white stains, and the control section was stained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This supplemental report is being submitted to provide additional information based on the information supplied by the repair center. Please refer to the following sections for the new information: h3 - device evaluated by manufacturer. H6 - component code/medical device problem code/ type of investigation. H10 - manufacturer narrative.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope failed the culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.